Event description:
Patient was revised to address loosening of the glenoid and stem (right side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided information states the glenoid was grossly loose, stem appeared well fixed and still in what appeared to be in the original position of insertion. Torsional testing of the implant revealed a loose stem and it was removed with a few taps of the mallet. It appears to be aseptic loosening, as the patient's lab results show no sign of infection. The surgeon chose to upsize the stem and used a porous global stem with bone grafting of the glenoid. This appeared to create a stable construct. No new glenoid as inserted. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.